Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the air-water tube and air-water cylinder exhibited foreign objects. There were no reports of patient involvement.